Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy performed on (B)(6) 2021, the meniscal punch broke. There were no fragments reported, and the procedure was completed using a new device of the same part number.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-11392, batch 66831 was received for investigation. Visual inspection identified that the right tip-tube was severely bent. However, no breakage was noted. Functional testing revealed that manipulating the finger would not consistently cause the jaws to actuate, indicating that the handle pin within the handle assembly had broken. The observed condition is consistent with user applied excessive force during use.